Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of greater than 200 mg/dl; cause was unknown. Elevated bg was addressed via manual insulin injection administered by contact and supply change. Reportedly, the customer lost 7 pounds due to elevated blood glucose. Multiple attempts were made to obtain additional information; however, contact declined and did not want additional follow-up.